Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information included the patient's weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. D4: model # updated from unk to 1104, catalog #: updated from unk to 1104, expiration date updated to 31-aug-2016 and serial # updated to (B)(6). H4: device manufacture date updated to 31-aug-2014. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event could not be confirmed via review of the log files since log files were not available for analysis. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Per the vad instructions for use, worsening heart failure, sepsis, multi-organ failure and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event inc lude the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation completion. Correction b5: event description was corrected to include additional patient signs/symptoms regarding the event. Correction h6: patient ime code was updated. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files were not available for analysis. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that in addition to low flows, the patient experienced right heart failure following the left ventricular assist device (lvad) implant procedure, associated with under 50 mmhg mean arterial pressure, desaturation, and no right ventricular contractility. The patient underwent an emergency right ventricular assist device (rvad) implant procedure. Six days later, the rvad was removed with sternal wound closure, despite the patient's worsening general condition, no improvement in heart failure and continued low blood pressure and the patent¿s vasopressor infusions were increased. In addition, the patient experienced multiple organ failure, including abnormal kidney and liver functions, associated with mid- and long-term progression of their right heart failure and received continuous renal replacement treatment (crrt). The patient also experienced a recurrence of non-sustained ventricular tachycardia. Additionally, the patient experienced a surgical site infection and ventilator-associated pneumonia (vap). The cultures tested positive for carbapenem-resistant acinetobacter baumannii (crab) and the patient was treated with intravenous (IV) antibiotics. Approximately two weeks later, the sternal wound had dehiscence that required wound irrigation and debridement, wound vacuum-assisted closure placement. The patient had inflammatory marker elevation and required a wound revision. Crab was re-isolated via endotracheal aspirate. Approximately two months following the implant procedure, the patient condition worsened, progressing to sepsis, and the patient subsequently died. The patient's death was associated with sepsis and multiple organ failure. It was further reported that the patient experienced multiple infections that caused sepsis. The patient had carbapenem-resistant acinetobacter baumannii (crab) surgical site infection combined with ventilator associated pneumonia (vap). Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, worsening heart failure, sepsis, multi-organ failure and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex pos t-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced multiple infections that caused sepsis. The patient had carbapenem-resistant acinetobacter baumannii (crab) surgical site infection combined with ventilator associated pneumonia (vap).

Manufacturer narrative:
This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after left ventricular assist device (vad) implant, the patient experienced right heart failure (rhf) associated with under 50 mmhg mean arterial pressure, desaturation, no right ventricular contractility and the vad exhibiting low flow associated with a low flow alarm. The patient received an emergent right vad under extracorporeal membrane oxygenation (ECMO) and vasopressor infusion support. Six days later, the right vad was removed with sternal wound closure despite the patient's worsening general condition, no improvement in heart failure and continued low blood pressure and their vasopressor infusions were increased. The patient also experienced multiple system organ failure (msof) including abnormal kidney and liver functions associated with mid- and long-term progression of rhf and they received continuous renal replacement treatment (crrt). The patient also experienced a recurrence of non-sustained ventricular tachycardia. The patient also had a carbapenem-resistant acinetobacter baumannii (crab) surgical site infection which was cultured via sputum and the patient received multiple intravenous (IV) antibiotics. Approximately two weeks later, the sternal wound had dehiscence that required wound irrigation and debridement, wound vacuum-assisted closure placement and the patient continued to require vasopressor support. The patient had inflammatory marker elevation and approximately one week later, they required a wound revision. Approximately one week later, crab was re-isolated via endotracheal aspirate. Approximately one month later, the patient condition worsened, progressing to sepsis, and the patient subsequently died. The patient's death was associated with sepsis and msof.